Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found to deliver within specification during flow testing. The reported condition was not verified. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had failed flow rate accuracy test "+21 ml". The event occurred during testing at biomed service department. There was no patient involvement. No additional information is available.